Manufacturer narrative:
On (B)(6) 2016: multiple attempts made to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. Reportedly, there was a delay in clearing the altitude alarm. No further information provided.